Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera and one of the system's cable were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system froze up (locked up). There is no report of patient injury.